Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had an issue with the grip on the clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clip the duct/vessel. The instrument held the clip and was able to be maneuvered but the surgeon was unable to fully clamp the clip together on the duct/vessel. The instrument was related to an unsuccessful clip application after multiple attempts and multiple clips. The medium-large hem-o-lok clips were the size and type of clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.